Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles and crack valve leak test and microscopic analysis was performed which identified: crack of the valve and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reports right side rupture. Device has been explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reports right side rupture. Device remains implanted.

Event description:
Device has been explanted.